Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an automatic safety switch from bipolar to unipolar pacing occurred due to a high out of range pacing impedance measurement on the left ventricular (lv) lead. Technical services (ts) reviewed the data and noted this was not a sudden spike and variations in impedances had been seen before. Ts recommended reprogramming options. This lv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that an automatic safety switch from bipolar to unipolar pacing occurred due to a high out of range pacing impedance measurement on the left ventricular (lv) lead. Technical services (ts) reviewed the data and noted this was not a sudden spike and variations in impedances had been seen before. Ts recommended reprogramming options. This lv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, the investigation conclusion code known inherent risk of device was selected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.